Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that the pt with this right atrial lead was symptomatic. Loss of capture was identified and the lead revision procedure revealed the lead had dislodged. It was reported that the pt had his arms overhead for a long period of time after the implant procedure. The lead was repositioned and remains implanted.